Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 required replacement due to a damaged bearing cage. A field service engineer (fse) removed all existing cubies, replaced the faulty drawer, reinstalled the cubies in the new drawer, and completed configuration. The drawer was verified to be functioning normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers were hard to close when removed medicines. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.